Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's child reported that the patient experienced inaccurate cgm values which occurred seven days after the sensor had been inserted in the arm. The patient was in the garage and noticed that the cgm readings were not accurate; there were no bg nor cgm readings reported at that time. The child immediately asked for an orange juice because he noticed the patient didn't look fine, the patient started to experience symptoms of hard time breathing, shaking, hunger, nervousness, anxiety, and fast heartbeat. When the wife came back with the orange juice, they found the patient unconscious. 10 to 15 minutes before losing consciousness, the bg reading was 48 mg/dl and there were no cgm values reported. They called an ambulance, and the patient was taken to the emergency room. Of note, the patient regains consciousness after 2 hours from the time the patient had passed out. At the hospital, the patient was treated with IV glucose. The patient was discharged the next day in the afternoon. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.